Event description:
The patient was implanted with the manufacturer's clinical trial lvad. It was reported by the cardiovascular perfusionist that the patient attempted to change batteries prior to a physical therapy session by removing one battery from the batter clip and replacing it with a new one; however, the patient failed to click the battery back into place within the battery clip. The patient proceeded to remove the second battery resulting in power loss to the system since the first battery was not placed correctly and a red heart alarm was experienced. The patient passed out and was unresponsive. At this time, a nurse assessed the batteries and secured them in place and restarted the pump, the patient became responsive and stable.

Manufacturer narrative:
The patient remains on lvas support and was placed in a rehab facility and both the staff and the patient were re-educated in how to change the batteries. No further information is available at this time.